Event description:
Technical services received a call on 11/09/2012 from sales rep. Pt has riata lead. When they do isometrics, gets noise on shock egm, but no noise on pace-sense. Lead impedances, for shock, and pace sense, are normal and stable. Lead was fluoroed, and looks normal under fluoro. Considering doing a lead extraction because of the shock egm noise. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)